Manufacturer narrative:
H6: investigation summary: one photo of the product packaging was received for quality investigation. The customer complaint of package pring permanency could not be verified by evaluation of the photo provided. The photo provided shows the box for the product. Although the photo is blurry, it does not look as if the lot number or expiration date is missing from the packaging. Based on the photo provided, it cannot be determined if the lot number and expiration date is too blurry to be legible. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that 92 of the microbore extension set, IV connector, t experienced print permanency. The following information was provided by the initial reporter: the 92 ca of almzxt9001 were mixed in multiple lots, because the lot # and expiry date printed on the product are too small and too light to be identified.

Event description:
It was reported that 92 of the microbore extension set, IV connector, t experienced print permanency. The following information was provided by the initial reporter: the 92 ca of almzxt9001 were mixed in multiple lots, because the lot # and expiry date printed on the product are too small and too light to be identified.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.